Manufacturer narrative:
(B)(4). Date sent: 04/23/2020. H10: corrected data - h6 conclusion code.

Manufacturer narrative:
(B)(4). Date sent: 04/03/2020. D4: batch # t5dz3r. Product complaint device was received for additional engineering analysis to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected, and no apparent damage was noted. The device was analyzed and no misalignment between the cartridge channel and the anvil channel was observed when the device was closed. The reported condition could not be confirmed.

Manufacturer narrative:
(B)(4). Batch # t5dz3r. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damage with a reload loaded in the device. The reload was received fully loaded with staples and the swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties, however, the staple line at the distal end showed that some staples were malformed. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. However, the staple line at the distal end showed that some staples were malformed when fired on the blue height selector position. This condition of the reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Although no conclusion could be reached on what caused the condition of malformed staples, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a total gastrectomy, the device could not be fired when it was used to close insertion site for overlap method. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.